Manufacturer narrative:
Concomitant medical products: product ID: e volutr-26, serial/lot #: (B)(4), ubd: 24-jan-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this initial 26mm transcatheter bioprosthetic valve, after the valve was released in the native annulus, the valve was dislodged by the nosecone of the delivery catheter system (dcs) when it passed the outflow crown. It was suspected the nosecone was stuck between the paddles and struts as the aortic arch had a very tight peek. As a result, a second dcs was used to successfully implant a second bioprosthetic transcatheter valve. No additional adverse patient effects were reported.